Event description:
It has been reported to philips that, system would not power on. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system will not power on. The philips engineer suggested service, since the customer stated the issue was with socomec ups and tech was informed so this case has been cancelled and service has not been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome.